Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
As reported in a research article, one patient had a device embolize to the right pulmonary artery 3 months after the procedure. Out of the 118 patients studied, 55 of which were implanted with an amplatzer duct occluder I, 16 patients had a residual shunt and 1 patient had heart block. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A review of complaints data was reviewed as a component of the complaint handling risk review per wi (B)(4). Residual shunt, arrhythmia, and embolism are consistent with the hazards/harms identified for this product family per 301841-001 version c design fmea, patent ductus arteriosus (pda) occluder, lines 1.1. And 12.45 and 303017-001 revision c use fmea, patent ductus arteriosus (pda) occluder line 2.2.1 and no new hazards or harms were identified.

Event description:
It was reported through a research article titled, "transcatheter closure of perimembranous ventricular septal defects using different generations of amplatzer devices: multicenter experience" that 118 patients were implanted with an amplatzer device. The devices implanted were 55 amplatzer duct occluder I (ado I), 51 amplatzer duct occluder ii, and 12 amplatzer vascular plug ii, between january 2011 and june 2019. Complications reported included residual shunts in 16 patients. One patient developed transient complete heart block with normalization to sinus rhythm after treatment with steroids. Another patient who had an ado I 10/8mm device presented late embolization of the device to the right pulmonary artery discovered by tte examination 3 months after procedure, possibly because of under-sizing of the device, for which the patient required surgical intervention. It was not reported what devices what responsible for the other complications. Additional information could not be obtained.